Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). When the customer performed the test correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, a- line, b-line and cov-line. The customer could not send a picture of the test cassette or provide lot number and expiration date info it had been thrown away.